Event description:
A vanishpoint insulin syringe and a vanishpoint tb syringe were found to be defective. After engagement of the safety, the needle did not retract. Lot numbers were reported to retractable technologies.